Manufacturer narrative:
A philips engineer inspected the wireless footswitch on site and confirmed a connectivity issue. The user has continued using the wireless footswitch with the wired footswitch as back-up. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (B)(4).

Event description:
It has been reported to philips that during a procedure the wireless footswitch lost connection with the base station. The procedure was completed by using a wired footswitch. No harm to the patient has been reported to philips.